Manufacturer narrative:
(B)(4). Evaluation results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
An aq2010v silicone three piece lens was received from the facility torn. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Event description:
Received additional information - the reporter stated the lens tore during the loading process, there was no patient contact. The event was due to a loading error.